Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power after the pump was exposed to moisture. There was no damage reported to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2019 with the following findings: during investigation, the black box shows multiple unexplained pump reboot events. The battery compartment was cracked below the grip pad, returned battery cap is undamaged and able to fit. The cap contacts were within specification. The pump powers up with auditory and vibration to a blank screen so the intermittent power issue was unable to adequately investigated. The pump¿s cover was removed and there was moisture corrosion found to the display flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.